Manufacturer narrative:
E1: complete establishment name is noted below due to limited character space in e1: (B)(6). The customer's allegation was confirmed. As the device was returned and inspected without the original packaging, the lot number couldn't be confirmed. The device evaluation found the needle tube was buckled several times. When the tip of the needle tube was checked, it was broken at the distal end site. The inner metallic needle was found to be broken approximately one-third from its distal end, with the broken part returned with the device. The needle tip appeared undamaged. The sheath remained intact without breaking off. The hypo tube also remained intact. In addition, the subject needle (comprising metallic component and plastic sheath) had 2 major kinks near the handle, and the sheath had a curl near the distal end. Based on the results of the investigation, it is likely that the following led to the malfunction: it can be assumed that a bending force was applied to the needle tube when removing the device from the tray, during pre-use inspection or when inserted the device into the endoscope. However, the exact cause of the problem could not be conclusively identified. A definitive root cause cannot be identified. It can be assumed that a bending force was applied to the needle tube when removing the device from the tray, during pre-use inspection or when inserted the device into the endoscope. However, the exact cause of the problem could not be conclusively identified. All the products undergo the general appearance inspections during manufacturing process. Therefore, bent needle tubes were not confirmed prior to shipment. The observed failure is a known phenomenon likely resulting from forcing the device through resistance and/or angulation. However, the exact cause could not be definitively determined during the investigation. A device history review revealed no issues that could have caused or contributed to the reported issue. The dhrs (device history records) for this product have been reviewed. All record(s) indicate that the product was manufactured, tested in accordance with all applicable procedures, and met all final product release criteria. A total of (B)(4) units were produced under this job number with no associated non-conformances, reported scrap, nor recorded deviations relating to the reported failure. This issue is addressed in the instructions for use (IFU): the IFU contains the following verbiage: warning. Do not insert this instrument when the endoscope is angulated. This could damage the endoscope and/or this instrument. Do not angulate the bending section of the endoscope abruptly while the needle is inserted into the instrument channel of the endoscope. This could cause patient injury, such as perforation, bleeding, or mucous membrane damage. Page 13 of the device IFU (pn0008807_ah) addresses this: "do not force the instrument if resistance to insertion is encountered. Confirm the endoscope is straight and in the neutral position. Attempting to force the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or the instrument." Also, on page 12 of the device IFU, it says: "do not insert this instrument when the endoscope is angulated. This could damage the endoscope and/or this instrument"; ¿do not angulate the bending section of the endoscope abruptly while the needle is inserted into the instrument channel of the endoscope. This could cause patient injury, such as perforation, bleeding, or mucous membrane damage.¿ olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During a transbronchial mediastinal biopsy, after puncturing a group 7 lymph nodes from the side of the left main bronchus, a metallic body in the bronchus was noticed. The examination was interrupted and a videobronchoscope was inserted into the bronchi to evacuate a foreign body ¿ a detached fragment of a 19g needle. Bronchoscopic evaluation of the bronchial tree was performed, no other foreign bodies were found. The procedure was completed with another new needle. No reports of patient harm.